Event description:
The account alleged that the bed was in trendelenburg position when a patient was being placed into the bed and the head end of the bed fell down. No injuries were reported. The hill-rom technician found the thrust bracket weldment was not secured due to broken screws and broken hilo limit switch. The technician replaced the broken parts to resolve this issue.